Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette was leaking from back and did not prime at an unknown timing for vitrectomy surgery. The surgery details were unknown. There was no information about patient impact. Additional information received that cassette was leaking from back and did not prime before vitrectomy surgery. The surgery was completed by using new pak. There was no patient impact.